Event description:
The customer reported that during a total laparoscopic hysterectomy, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. The amount of blood loss was noted as being anticipated. The vessels were less than 5mm in size. This took place more than 30 minutes into the procedure and the device had been cleaned prior to the incident. A forcetriad energy platform, set at 2 bars, was in use at the time. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.